Manufacturer narrative:
The pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The pump was received with intermittent express button due to flattened dome switch. No button error alarms were noted. The pump was downloaded to care link properly. However, several history check failed alarms were found at the alarm history file. There was a history check failed alarms due to a corrupted history file. The pump was received with cracked case at display window corners, battery tube threads, and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly and high blood glucose. The blood glucose at the time of the incident was 12.4 mmol/l. The customer states the b button is not responding properly and has been receiving high blood glucose readings. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.